Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her son's pump is having battery issues which results in frequent battery replacement. Customer's son was not present with the pump, so no troubleshooting was possible. No product will be returned.

Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected low battery alert noted.